Event description:
The customer reported that the hand switch malfunctioned and allowed uncommanded exposure outside of a case. There was no pt involved and no injury was reported.

Manufacturer narrative:
A ge service performed an on site investigation. The hand switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.